Manufacturer narrative:
A field service engineer was dispatched to the site. The catalytic converter was adjusted to resolve the haze/mist/vapor issue and the unit was returned to specifications. The device history record (DHR) was reviewed for the sterrad® 100s sterilizer. No anomalies were observed that would contribute to the reported issue at the time of release. (B)(4).

Event description:
A customer reported an issue of having moisture in their completed load of their sterrad® 100s sterilizer and having a ¿metallic-like¿ taste in their mouth when near the sterrad® 100s sterilizer. There was no report of any injuries, and the healthcare worker stated they had no other symptoms other than a funny taste in their mouth. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the haze/mist/vapor issue. The assignable cause of the haze/mist/vapor issue is the catalytic converter. The field service engineer tightened/adjusted this part and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.